Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak occurred during fill 1 of their treatment. Prior to discovery of the fluid leak, an unknown alarm occurred. The patient cancelled the treatment and decided to perform manual pd therapy. When the cycler door was opened to remove the cassette, the patient noticed fluid leaking out from the cassette compartment. Upon follow-up, it was confirmed that the patient completed their treatment by performing manual pd exchanges. No visible damage was identified on the cassette, and the patient was unsure what caused the leak. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. It was confirmed that the patient¿s pd nurse was notified of the fluid leak. There was an additional, unrelated event that occurred three days later, which was when the patient contacted fresenius technical support (ts) for troubleshooting assistance. The ts representative advised the patient to discontinue use of the cycler and issued them a replacement machine. At the time of follow-up, the replacement cycler had been received and the patient was continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.